Event description:
1) pt received higher ifc intensity as channel 1 connector to machine was not all the way in. Output was still being detected by pt - noted sharp strong amp, suddenly, short duration as therapist decreased amp. No skin discoloration or apparent injury. 2) reviewed owners manual. No precautions found as it relates to cables not being fully connected. Recommend review by manuf. And/or design equipment to not work when connector is not completely in place.